Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was identified. Based on the results of the investigation, a definitive root cause could not be established. From the investigation result and the past similar cases, it is likely the reported phenomenon occurred by the following mechanism: 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be peeled away. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the thunderbeat surgical instrument's insulation pad was peeling off and partially missing. There were no reports of patient involvement.